Event description:
It was reported patient underwent a peritrochanteric nail procedure on an unknown date. Subsequently patient's femur fractured and a revision procedure was performed on (B)(6) 2013 to implant a revision stem.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Product identification and expiry date, date implanted - unknown, manufacture date - unknown.